Event description:
The reporter stated that the unit was not delivering properly. Per the bio-med, pump was only delivering half the programmed rate. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.